Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the device was implanted and endoanchors were placed due to the hostile infra renal neck. Ballooning was also performed at the neck, stent graft connections and iliacs. During the completion angio, an unknown endoleak blush was observed at the level of the flow divider. A new angio was performed with the catheter which appeared to rule out a type ii endoleak. The physician believes the event may have been caused by stent graft porosity. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information was received reported that a follow up CT completed approximately 1.5 months post index procedure revealed no presence of endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review summary: internal film review: review of pre-implant CT¿s (nov 7, 2017) revealed that the patient had a 58mm max diameter infrarenal aaa. The proximal neck diameter just below the lowest left renal artery measured 21mm, and 15mm lower was 27mm. The infernal neck was angulated ~45deg a-p, and contained no appreciable thrombus or calcification. The distal aortic diameter measured ~20mm and was mildly calcified, and the iliac arteries were moderately tortuous with minimal calcification present; bilaterally. Review of angiograms during implant (dec 5, 2017) revealed that an endurant ii bifurcate was placed up the left side and was implanted just below the renal arteries. The contra gate opened on the right side, and the contra limb was placed from the flow divider (markers aligned) to the distal portion of the right common iliac artery. The left/ipsi limb was implanted down to the mid-length of the left common iliac artery. Multiple (~6) endoanchors were seen having been implanted around the perimeter of the proximal 1cm length of the bifurcate/aorta. Contrast injection from above the suprarenal stents showed contrast blush within the aaa sac which appeared to be coming from near the level of the bifurcate flow divider. A repeat injection with the catheter pulled down into the bifurcate aortic body revealed the same contrast blush likely coming from the flow divider. The stent graft was patent, and the renal arteries and vessels distal to the devices were patent. The exact source/cause of the endoleak seen during implant could not be determined from the films provided. Pre-implant CT¿s revealed that the patient¿s proximal neck was conical-shaped, ranging from 21 ¿ 27mm along a 15mm length. The neck was moderately angulated and contained no appreciable thrombus or calcification. Angiograms during implant were returned; no stent graft or endoanchor issues were observed. Contrast injections prior to implanting the endoanchors were not seen from the films returned. Final angiograms after implant of the endurant ii stent graft system and multiple endoanchors confirmed contrast blush within the aaa sac which appeared to be coming from near the level of the bifurcate flow divider. A repeat injection with the catheter pulled down into the bifurcate aortic body revealed the same contrast blush likely coming from the flow divider. The source of the contrast appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. Pending patient follow-up to verify if the endoleak self-resolved; confirming the type IV endoleak. If information is provided in the future, a supplemental report will be issued.